Event description:
This is a report by a nurse from the (B)(6) of fever and peritonitis is. On (B)(6)2005, the patient began peritoneal dialysis (pd) treatment. On an unreported date in (B)(6)2010, the patient experienced a fever. On (B)(6)2010, the patient experienced peritonitis as manifested by cloudy dialysate, positive fibrin and abdominal pain. On (B)(6)2010, the patient was hospitalized. On (B)(6)2010, a peritoneal effluent culture and analysis were performed, prior to the initiation of antibiotic therapy. The results of the culture were not reported. The patient was treated for the peritonitis with gentamycin 8 milligrams loading dose, then 4 mg/l (frequency and route not reported) and ciprofloxacin 500 mg twice a day (route not reported). The cause of the peritonitis was unknown. The event of peritonitis was ongoing and improved, and the event of fever was not reported. Pd therapy continued. On (B)(6)2010, the patient was discharged from the hospital. Concomitant medications included adalat, losartan, calcium carbonate, folic acid and ferrous sulfate. The nurse believed the event of peritonitis was unrelated to pd therapy, and did not provide an opinion of causality for the fever.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 217 mg/dl and 94 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.